Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure of the whole scs system. No device malfunction was suspected. Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm; model #: sc-4316, lot #: 16094233, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg was explanted because it made the pain worse.

Event description:
A report was received that the patient¿s ipg was explanted because it made the pain worse.